Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): 6947 implantable tachy lead 2008-(B)(6). (B)(4).

Event description:
It was reported that the right atrial lead was capped. The reason for the lead revision is unknown and no further information was able to be obtained. No patient complications have been reported as a result of this event.